Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger was unresponsive and they were unable to charge their ins as a result. The patient stated that the recharger's battery indicator lights were scrolling up and down continuously while the recharger was docked. The battery indicator lights turned off when the recharger was undocked, but they couldn't get the recharger to power on. The patient confirmed the power indicator light on the back of the dock was solid green. Agent had the patient reset the recharger on and off the dock, but the issue was not resolved. A request was sent to the repair department to replace the recharger. The patient mentioned that they lost the original wireless recharger cord and adapter, so agent sent repair requests for these items as well.